Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 33.5-34.5cm from the distal tip, consistent with friction to another device. Internal insulation abrasion was noted at 16.7-18.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was electively explanted due to externalized conductors. No electrical anomalies were noted.